Event description:
It was reported that during a mastoid surgical procedure that the bur was dull. It was also reported that there was no injury to the patient as a result of this event. It was further reported that another bur was readily available and the procedure was completed successfully.

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation. A baxter field service technician performed device evaluation at the customer site. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a battery depleted alarm. The root cause was determined to be depleted main batteries. The main batteries and harness were replaced to repair the reported condition. The user interface module master software version is 5.06.00, which is classified as unremediated. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).